Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device did not fire the shock with the use of internal paddles. Available information indicates that a hardware error was detected indicating a failure in the therapy pca (printed circuit assembly). The fse recommended the component be replaced and a quote was provided to the customer. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The final disposition of the device remains unknown as there was no response to confirm the requested details. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator did not fire the check during use and it is registering error 1023 in the error log. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.